Event description:
Implant was fully inserted as surgeon pulled back the eyelet has broken. Implant was not removed and another one was inserted next to it. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Implant evaluation revealed the suture loop is still intact and the implant broke before the suture knot. This condition will typically occur if the implant is not inserted perpendicular to the insertion site and/or due to improper bone preparation prior to insertion. This event is attributed to misuse.